Event description:
A. Wolfe cautery wand hook and cord were utilized in endoscopic procedure. Cord spontaneously caught fire. Burn completely severed the cord from the unit. No injury to pt or healthcare workers.